Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the leadless pacemaker (lp) system implant procedure, a third location was mapped for the right ventricular (rv) lp implant and the contrast was shot which revealed a pericardial effusion had occurred in the right ventricle. A thoracotomy was performed to repair the perforation successfully. Both the atrial lp and rv lp were successfully implanted. The patient was stable and recovering.